Manufacturer narrative:
The returned screwdriver was evaluated. The tip of the instrument was found to be cracked as reported. The cause can likely be attributed to the device being used to remove a screw that was heavily integrated with the body. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the tips of two drivers were fractured while trying to remove screws that were implanted for approximately 12 years during a surgery to address adjacent level disease progression. Two screws were unable to be removed so were left in place and were incorporated into the new construct. An alternative driver was used to complete the remainder of the procedure without reported patient impacts. The initial construct fused well, which made the screw removal difficult. This is report one of two for this event.

Manufacturer narrative:
Additional information: date of birth, current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tips of two drivers were fractured while trying to remove screws that were implanted for approximately 12 years during a surgery to address adjacent level disease progression. Two screws were unable to be removed so were left in place and were incorporated into the new construct. An alternative driver was used to complete the remainder of the procedure without reported patient impacts. The initial construct fused well, which made the screw removal difficult. This is report one of two for this event.

Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2019-00347.

Event description:
It was reported that the tips of two drivers were fractured while trying to remove screws that were implanted for approximately 12 years during a surgery to address adjacent level disease progression. Two screws were unable to be removed so were left in place and were incorporated into the new construct. An alternative driver was used to complete the remainder of the procedure without reported patient impacts. The initial construct fused well, which made the screw removal difficult. This is report one of two for this event.